Event description:
A medwatch report indicated that a pt was admitted to a hospital for a revision of their implanted pump, due to previous malfunctioning intrathecal catheter (old). The intrathecal pump administered morphine. The surgeon found that the anchored catheter (old) was fractured at the site where it was inserted down into the interlaminar space. The pt's pump was explanted and replaced. The new intrathecal pump was set to continuous infusion of the following medications: fentanyl (198 mcg/day), and baclofen (274.4 mcg/day).

Manufacturer narrative:
(B)(4).